Event description:
A customer reported that several knives were noted blunt during surgery. There was no pt harm. Additional information provided indicated the knives were examined under a microscope at a later time and observed to have twisted tips.

Manufacturer narrative:
Two opened sample was returned for evaluation. The sample was examined using 10x magnification and found to have a damaged tip and cutting edges. The device history (DHR) for the lot was reviewed. Functional penetration and sharpness test values for this lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to the manufacturer¿s acceptance criteria. How or when the blade became damaged cannot be determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. Six opened samples were returned for evaluation. The samples were examined using 10x magnification and found to be conforming for damaged tips and cutting edges. Two of these also were found to have the blade slightly twisted in the handle so that the knife was not sitting properly in the blade protector tray. The device history record (DHR) for the lot was reviewed. No abnormalities that could have contributed to a blunt knife or twisted tip were found during the DHR review and the product was released according to the manufacturer¿s acceptance criteria. The root cause for the two twisted blades is that the handle became twisted during the assembly process. When the blade was then press fit into the handle, this caused the blade to be misaligned or twisted. Each knife is then inspected for proper orientation when inserting it into the blade protector tray. However, this was not detected by the operators. How or when the other four blades became damaged cannot be determined. The damage to these returned samples is consistent with damage that can occur when the blade contacts another surface prior to use. Some potential causes could be reuse, improper handling, or contact with another instrument on the instrument tray during procedure setup. To prevent the recurrence of the twisted tip failure on future production, this sample has been shown to all of the operators at this operation that worked on this work order to make them aware of this nonconformance. In addition, to address blunt knives, actions have been taken to the manufacturing process to reduce process variability and improved inspection methods have been added. (B)(4).